Event description:
Customer called to report a pressure dome leak that occurred during a treatment procedure. Name and function of complainant: same as reporter. Customer called to report a blood leak at the return pressure dome. Customer stated she noted a blood leak at the return pressure sensor after approximately 1000ml blood processed. Customer aborted the treatment and did not return blood to the patient. When disposing of the kit, customer noted the membrane was completely removed and loose from the collect pressure dome. Customer stated the transducer had been saturated. Service order (B)(4) was dispatched to service instrument. Customer did not return product for investigation.

Manufacturer narrative:
Batch record review of lot b324 was conducted. There were no non conformances related to this issue for this lot. Lot met release requirements. Complaint lot review conducted and two additional complaints for pressure dome leak were reported to date for this lot. No trends detected. Service order (B)(4): service engineer arrived on site to investigate the customers concern and spoke with the lab tech, who stated they found the rubber seal had separated from the bottom side of the pressure dome attached to the kit. Service engineer could not verify this since customer had already disposed of the kit. Service engineer cleaned under the pump deck and pressure sensor. Performed the pressure sensor calibration. All three of pressure transducers analog and pressurized readings were within specification. Performed section 7 system checkout without error. Repairs have returned this instrument to expected operation. All required documentation was given to the customer. The assessment is based on information available at the time of the investigation. No product return was received from the customer for investigation. The root cause for this complaint cannot be determined based solely on the information provided by the customer. (B)(4).